Manufacturer narrative:
1038671-2024-01269 design, manufacturing, user, and patient related consideration could not be assessed at this time due to limited information. Therefore, the reason for the revision surgery reported cannot be confirmed but may be due to prosthesis wear or inclusion in the polyethylene packaging recall.

Event description:
It was reported via legal documentation that approximately unknown months after a left knee total replacement procedure, the patient underwent a revision procedure to address polyethylene wear, pain, instability, swelling, and loose components. No further issues or complications were reported. No additional information is available.